Event description:
It was reported that prior to starting a da vinci s surgical procedure, it was noted that 'fiber broken' on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers pulley. The idler pulley spins freely, but it was found with damages on the edge. The cable segment sticks out at wrist. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.